Event description:
It was reported that the pump was impanted back but to the left side "way up high next to her ribs". It was reported that the pump was "defective" in that it caused an abscess/staph infection.

Event description:
At the patient's follow-up visit, clear drainage and cellulitis were noted at the pump pocket site; cultures of the pump pocket site were done and the initial results were negative. About a week later, cultures were done again and his time staph was isolated. Blood counts were normal. The pump was explanted and the patient was started on IV antibiotics. The device system was used to deliver compounded baclofen. The patient was later re-implanted with a new pump in 2009.

Manufacturer narrative:
(B)(4).